Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient passed away. Reportable since device issue/event has or may have caused or contributed to a death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.